Manufacturer narrative:
The local area field representative was contacted for additional information regarding patient symptoms, event resolution, and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker entered safety mode, and more than four years remained on the battery. This pacemaker remained in service, however device changeout was anticipated. No adverse patient effects or interventions were reported at this time.